Event description:
It was reported in a retrospective study that a total of 196 patients (204 vertebrae) with compression fractures underwent a percutaneous kyphoplasty procedure (pkp) over a 74 month period. Patients included 155 women and 41 men, ranging in age from 53 to 86 years of age. The average age of patients was 69.6 years. The location of the fractures ranged from t4 to l5 and all patients complained of persistent pains after being injured and showed no significant improvement in those pains after other treatments (such as medication and physical therapy). The time between injury and treatment ranged from 1 to 25 days, with the average of 3 days. Of the 196 cases, 102 cases were followed up to 6¿24 months. It was reported that 5 patients were observed as having asymptomatic "bone cement trailing" which the authors noted that "no matter which type of trailing occurs, it will not have a significant effect on patients or infection rates". No further information was reported. The type of cement used for these cases was not specified in the literature article.

Manufacturer narrative:
Literature citation : wang, ertian et al. "Treatment of osteoporotic vertebral compression fractures with percutaneous kyphoplasty: a report of 196 cases". Eur j orthop surg traumatol. 2013; 23 (suppl 1): s71¿s75. A2. Age range 53-86 years old. Average age: 69.6 years. A3. 155 women; 41 men. (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.